Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead, implanted: (B)(6) 2013; d314drm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post implant of the right atrial (ra) lead, the lead was found dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.